Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm and a stuck button alarm. Blood glucose level at the time of the incident was 292 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected pump error alarms or stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the j1 connector was not unlocked during visual inspection. The device had a displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. The device had a scratched casing, minor scratches on the lcd window, scratches on the display window cover, and pillowing keypad overlay.